Event description:
It was reported that the patient presented in clinic for a generator exchange procedure on (B)(6) 2021. It was noted that the physician elected not to use a left ventricular (lv) lead for unspecified reasons. Further information was requested but not received.

Manufacturer narrative:
The reported event was the lead was returned for unspecified issues. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.